Event description:
It was reported that the patient received inappropriate high voltage therapy while being exposed to cautery during a breast biopsy near the ICD pocket. Data showed the magnet was not secured over the device and slipped off during cautery exposure. Normal behavior was observed after cautery exposure. There were no lasting complications to the patient. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.